Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported use after expiration date appears to be user related. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot number were not reported. It should be noted that the absolute pro instruction for use (IFU) states: note the product use by date specified on the package. Based on the information reviewed, indication of a product quality issue with respect to manufacture, design, or labeling. The UDI# is unknown because the part number and lot number were not provided.

Event description:
It was reported that the physician during the night took an expired absolute pro from the cardiac cath lab to complete a procedure in the operating room. The physician was aware that product was expired when it was used in the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.